Event description:
It was reported that the pt thinks pt pulled on the catheter while leaning over the table. The catheter came out leaving the cuff in the tunnel. Ems was called and the pt was taken to the hosp. Blood loss estimated at 20-100cc.